Event description:
Cancellation report is being submitted due to the receipt of the device and device evaluation on (B)(6) 2021. On return of the device the exact rpn of the returned device could not be determined due to damage. MDR report # 3001845648-2021-00011 has been submitted for this incident and a second complaint file is no longer required. Initial report details: a resonance stent was placed in (B)(6) 2019 and scheduled for a routine stent exchange today, (B)(6) 2020. The district manager advised the user facility that this is past the recommended indwelling time. During removal of the stent, it was noted that the distal end of the stent was no longer in the bladder and had migrated into the ureter. An attempt was made to remove the stent with graspers, was noted to have ingrown into the mucosa of the ureter. A laser was used around the ingrown portion. During use of the laser, a piece of the stent broke off and was retrieved with graspers from the patient. The doctor placed a polymer stent due to the trauma to the ureter and it will need time to naturally repair. The dm advised to check on the stent in 4 weeks. Related to pr316922 / MDR report # 3001845648-2021-00011 .

Manufacturer narrative:
Cancellation report is being submitted due to the receipt of the device and device evaluation on (B)(6) 2021. Initially it was indicated that the device involved in this complaint was an rms-060022-r or rms-060020-r device. A complaint was opened for each device. On return of the device the exact rpn of the returned device could not be determined due to damage. MDR report # 3001845648-2021-00011 has been submitted for this incident and a second complaint file is no longer required.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A resonance stent was placed in (B)(6) 2019 and scheduled for a routine stent exchange today, (B)(6) 2020. The district manager advised the user facility that this is past the recommended indwelling time. During removal of the stent, it was noted that the distal end of the stent was no longer in the bladder and had migrated into the ureter. An attempt was made to remove the stent with graspers, was noted to have ingrown into the mucosa of the ureter. A laser was used around the ingrown portion. During use of the laser, a piece of the stent broke off and was retrieved with graspers from the patient. The doctor placed a polymer stent due to the trauma to the ureter and it will need time to naturally repair. The dm advised to check on the stent in 4 weeks. Related to (B)(4).